Manufacturer narrative:
Manufacturer narrative: clinical code: 1888 - haemorrhage/ bleeding - leakage form the collar area of the hybrid device . Impact code: 4632- prolonged surgery - hemostasis was attempted by suturing, but this proved difficult. Hemostasis was then successfully achieved using pledget-reinforced sutures and a tachosil tissue sealing sheet (csl behring). Device problem code : 1250 - fluid/blood leak- leakage form the collar area of the hybrid device. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: - thoraflex hybrid sales jan 21 - sep 25 vs thoraflex hybrid collar leakage events jan 21 - oct 25 gave an occurrence rate of (B)(4) no trend requiring action has been identified. 4111 - communication interview: additional information has been requested to aid this investigation. 3331 - analysis of production records: full batch review performed from base fabric to finished product for device ID-25762847 which confirmed the batch was manufactured to specification. 4117 - device not returned: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available as investigation is ongoing.

Event description:
Event of blood leakage reported from (B)(6) hospital, japan. The thoraflex hybrid was used to treat an aortic arch aneurysm. After placement, the collar and the proximal vascular graft section were sutured to complete implantation. However, upon resuming circulation, vigorous bleeding was observed from the green threads that had been used to suture the collar, stented section, and vascular graft section. Hemostasis was attempted by suturing, but this proved difficult. Hemostasis was then successfully achieved using pledget-reinforced sutures and a tachosil tissue sealing sheet (csl behring).

Event description:
Event of blood leakage reported from (B)(6) japan. The thoraflex hybrid was used to treat an aortic arch aneurysm. After placement, the collar and the proximal vascular graft section were sutured to complete implantation. However, upon resuming circulation, vigorous bleeding was observed from the green threads that had been used to suture the collar, stented section, and vascular graft section. Hemostasis was attempted by suturing, but this proved difficult. Hemostasis was then successfully achieved using pledget-reinforced sutures and a tachosil tissue sealing sheet (csl behring). This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00089 to provide event closure information for (B)(4).

Manufacturer narrative:
Manufacturer narrative: clinical code: 1888 - haemorrhage/ bleeding - leakage form the collar area of the hybrid device. Impact code: 4632- prolonged surgery - hemostasis was attempted by suturing, but this proved difficult. Hemostasis was then successfully achieved using pledget-reinforced sutures and a tachosil tissue sealing sheet (csl behring). Device problem code: 1250 - fluid/blood leak- leakage form the collar area of the hybrid device. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: - thoraflex hybrid sales jan 21 - sep 25 vs thoraflex hybrid collar leakage events jan 21 - oct 25 gave an occurrence rate of (B)(4) no trend requiring action has been identified. 4111 - communication interview: additional information has been requested to aid this investigation however no additional information was received. 3331 - analysis of production records: full batch review performed from base fabric to finished product for device ID- (B)(4) which confirmed the batch was manufactured to specification. 4117 - device not returned: device remains implanted. Investigation findings: 170 - manufacturing process problem identified - sewing and inspection method ( inadequate procedure - internal) was identified as the most likely root cause of this event. Investigation conclusion: 25 - cause traced to manufacturing - a corrective action had been raised from a previous complaint for the same failure mode, actions taken to address this issue were completed on 13 oct 25, this device was manufactured before the corrective actions were implemented.